Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regv1902 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer "upon deployment and retraction it got stuck. Then it didn't come apart. Rn had to place new powerglide and it worked." Additional information received: it was reported by the customer ¿powerglide was being placed, uneventful access obtained into vessel, tip walked a bit and wire advanced as usual to gain vessel purchase before deployment of catheter, catheter seemed to deploy as usual, upon retraction of needle from the catheter there was a hang up or resistance on removal of needle and powerglide housing, had to pull back a bit to get catheter off and given the difficulty the decision was made to dc catheter as I questioned if it was intact, the catheter was intact. The teal wings for the system remained attached to the needle and powerglide housing instead of the catheter as usual too.¿ there was no patient harm, just that the procedure had to be repeated.